Manufacturer narrative:
(B)(4). Upon completion of the investigation, the reported issue was determined to be a program related issue (therapy was reset). The assignable cause was determined to be fluid ingress on the digital pcb. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed with a damaged digital card noted. Functional testing was performed and it was noted that the device displayed that therapy was set. The reported problem was identified through an evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced an unspecified failure. The step of setup or therapy during which this occurred is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.